Event description:
Reporter stated that caller from facility reported a possible underfill from station 6 of the unit. All stations had close agreement between programmed volumes and the volume delivered displays. However, the solution in the final container ID not have the yellow tint that 3.19ml of multivitamin solution would have given it. There were no alarms during the compounding. This was the first bag of the day to be compounded and the transfer set was just installed. The bag was discarded, so there was no pt involvement. The caller was advised not to use the unit, which was sent to product services for evaluation.